Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported fails binary tests. There was no patient involvement.

Event description:
The customer reported fails binary tests. There was no patient involvement.

Manufacturer narrative:
The reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced carriage block with worn split nut, front cover (bottom front corners cracked), rear case (bottom front corners cracked), barrel clamp (cracked handle), top disk holder (cracked) and left iui (broken). Calibrated. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the carriage assembly - split nut damaged/ worn. A review of the device history record showed the device had a manufacture date of 20apr2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.